Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he found corrosion on one wire terminal of the battery cable. The fsr scraped off corrosion on the cable. There was no corrosion on the battery itself. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The batteries and battery cable were replaced and the unit operated to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.